Manufacturer narrative:
One acufex pro straight scissor punch was returned for evaluation. Visual assessment shows the front-end is free from the handle. The cutting edges are dull and damaged. The set screw that holds the front-end in the handle is deformed. Examination of the handles finger loop showed the actuator slot is also deformed. The device is over 5 years old and is worn. The condition of the device indicates excessive forces were placed on it causing the front-end to disengage from the handle. In addition a dull cutting edge such as this would require excessive force to cut. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure.

Event description:
It was reported that the unit was broken. The device broke inside the patient. Procedure was finished with the same device. No patient injury reported.